Event description:
The facility reported a pump that froze up during use, unable to power off. The failure occurred during patient infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 25, 2007. Evaluation summary: evaluation was performed and the condition was confirmed. Inspection of the device revealed the condition was due to a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced in the pump to correct this condition. The pump was re-evaluated, tested and put back into service.